Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not fully move forward into the viewing window; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for longer than 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data indicates that the pod completed both its first and second priming sequences and was deactivated at 2053 pulses. No damages or defects were observed that would result in a needle mechanism failure.